Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis system had drawer that was not recognized on bus. A field service engineer (fse) verified in the station application that full height auxiliary drawer 7 was not detected on the bus, the fse unplugged the drawer from the pyxis bus cable. The fse unplugged the solenoid from the drawer board to remove power due to overheating and smoky smell, the fse replaced the solenoid and plunger. The fse proactively replaced the drawer board and reseated all components, the fse rebooted the station. The fse had the customer log into the station application and recover the failed storage space, the fse opened the drawer and confirmed it functioned properly. Preventive maintenance was performed and fse cleared debris between cubie pockets. The system functioned as intended after the field service engineer repaired the device.